Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2025, a sales representative reported via email that an ar-3642sp knotless 2.6 fibertak double loaded anchor became dislodged after insertion during an arthroscopic rotator cuff repair. The anchor was inserted percutaneously using an ar-1941dgf guide. After insertion and removal of the inserter and guide, the sheath of the anchor was visible above the bone. When light tension was applied, the anchor dislodged from the bone. The entire anchor and its contents were removed from the patient. No additional parts were used, and the dog ear was left untreated. The case was delayed by approximately 2 minutes for assessment, and additional anesthesia was administered. No photos were taken of the event. This occurred during use on (B)(6) 2025.